Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0155 boston scientific competitor lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy for anti-tachycardia pacing resulting from the implantable cardioverter defibrillator (ICD) device detection. The device remains in use. No further patient complications have been reported as a result of this event.